Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx transobturator mid-urethral sling system during a procedure on (B)(6) 2010.according to the complainant, post-procedure, the patient experienced complications (specifics unknown).all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Block e1- name and initial reporter phone: two physicians were reported. The second physician's information is as follows:(B)(4)